Event description:
It was reported that the surgeon was using a two-fluted drill bit 2.5, the drill bit was fractured and, at the discretion of the surgeon, the fragment was left in the body.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).